Event description:
The report received from the affiliate that seven (7) days after successful trapease inferior vena cava (ivc) filter, the patient complained of chest pain and consulted his physician. Angiography noted that the trapease ivc filter had migrated to the patient's right atrium. The ivc filter cannot be extracted as the patient has concomitant diseases due to which an open operation is contra-indicated. Additional information has been requested.

Manufacturer narrative:
This complaint involves a patient who had a trapease ivc filter implanted which migrated into the right heart within a seven day period. The evaluation is limited due to a paucity of clinical and radiological information provided. No clinical data is provided including patient demographics, indication for filter placement, and what concomitant diseases the patient had. Additionally, no information is provided post filter placement including: any subsequent surgery, subsequent abdominal trauma, patient¿s fluid status pre and post filter placement, the presence or absence of lower extremity dvt and were there any subsequent interventional procedures performed through the filter. Initial images do not show the ivc at the level of implantation. No full inferior venogram is provided for review. Images obtained in two orthogonal views are best to determine accurate caval diameter. Post implantation images show the infrarenal ivc is normal in caliber and the filter appears perfectly deployed. Subsequent images of the filter in the right atrium show the filter fixation barbs bent. The filter is not fractured or deformed. The bent barbs suggest significant stress on the filter has occurred. The product remains inside the patient and will not be returned for analysis. Additionally, as the sterile lot number was not available, device history record review could not be performed. Based on the limited information available for review, it is not possible to derive a definitive conclusion regarding the event in this complaint. The bent barbs suggest significant stress on the filter has occurred. Some possible etiologies include: 1. Massive embolism from lower extremity dvt dislodging the filter. 2. Significant change in patient¿s fluid status between the time the filter was placed and the time the filter embolized. If the patient was dehydrated during the initial procedure and then had fluid status normalized the caval diameter could have increased significantly. 3. Significant abdominal procedure/surgery or trauma after the time of filter placement. 4. Performance of additional venous procedures through the filter after placement resulting in dislodgement of the filter. Without a lot number to conduct a DHR review, it is not possible to determine if the reported failure could be related to the manufacturing process. Therefore no corrective and preventive actions will be taken at this time.

Manufacturer narrative:
(B)(6). The product is not available for evaluation and testing. Additional information will be submitted within 30 days upon receipt.